Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal contraction pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair fall"), acne ("acne"), asthenia ("low energy"), depressed level of consciousness ("low alert"), pain ("body aches"), intervertebral disc protrusion ("herniated discs"), female sexual dysfunction ("sex is better"), polymenorrhoea ("no more periods"), mood swings ("no more mood swings") and weight increased ("weight gain"). The patient was treated with surgery (she underwent laparoscopic assisted vaginal hysterectomy only keeping ovaries in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the abdominal pain outcome was unknown, the alopecia, asthenia, depressed level of consciousness, pain, polymenorrhoea and mood swings had resolved, the acne and female sexual dysfunction was resolving and the intervertebral disc protrusion and weight increased had not resolved. The reporter considered abdominal pain, acne, alopecia, asthenia, depressed level of consciousness, female sexual dysfunction, intervertebral disc protrusion, mood swings, pain, polymenorrhoea and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: alopecia, acne, asthenia, depressed level of consciousness, pain, intervertebral disc protrusion, female sexual disfunction, polymenorrhoea, mood swings and weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal contraction pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair fall"), acne ("acne"), asthenia ("low energy"), depressed level of consciousness ("low alert"), pain ("bodyaches"), intervertebral disc protrusion ("herniated discs"), female sexual dysfunction ("sex is better"), polymenorrhoea ("no more periods") and mood swings ("no more mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent laparoscopic assisted vaginal hysterectomy only keeping ovaries in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the abdominal pain outcome was unknown, the alopecia, asthenia, depressed level of consciousness, pain, polymenorrhoea and mood swings had resolved, the acne and female sexual dysfunction was resolving and the intervertebral disc protrusion and weight increased had not resolved. The reporter considered abdominal pain, acne, alopecia, asthenia, depressed level of consciousness, female sexual dysfunction, intervertebral disc protrusion, mood swings, pain, polymenorrhoea and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media:alopecia,acne,asthenia,depressed level of consciousness,pain,intervertebral disc protrusion, female sexual disfunction,polymenorrhoea,mood swings and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.